Manufacturer narrative:
Section d5: operator of device corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account indicated that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, "introduction", lists stroke, bleeding, multiple organ failures/dysfunctions, infection, and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This section also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide suggested responses in the event of infection as well as care instructions in regard to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Previous strokes have been reported under MFR #s: 2916596-2024-07044, 2916596-2024-06512, 2916596-2024-07045, and 2916596-2024-07046. The onset of the patient's pump infection was reported under MFR #: 2916596-2023-03921.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to recurrence of stroke, unconsciousness, cerebral edema, muliti-organ failure and septic shock. Computed tomography (CT) was performed. Symptoms included complex neurological symptomatology in correlation with CT findings. As events occurred, the guideline directed approach was chosen, in case of bleeding, anticoagulation was stopped, all steps were communicated with neurologist and neurosurgeon. The patient first encountered infection around outflow graft and pump infection was suspected. Variosu bacteria was identified. The patient had standard sepsis symptoms. Infection was treated with antibiotics, surgery, and vacuum assisted closure (v.a.c.). The patient's neurological status led to vigilant coma, and palliative care was initiated. The death was not considered device related and the device operated as expected.